Event description:
The facility rep reported a fail code 810:11. Info was not provided regarding whethr or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding additional contact info. The hosp rep stated that were no reports of pt injury or medical interventon. No add'l info is available.